Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call that her blood glucose level would not come down after trying to bolus. Customer's blood glucose level went up to 560 mg/dl. She was nauseous, had headaches, and had stomach pain. The device was not returned.